Event description:
The coil was uneventfully advanced through the microcatheter to the basilar artery (ba) tip aneurysm. However, imaging revealed that the coil was ¿fractured or broken¿ as it reached the distal end of the catheter. The microcatheter and the coil were withdrawn as one unit. The physician stated that the visual inspection of the removed coil confirmed that the coil was broken. The procedure was completed using ¿a different coil¿. There were no reported clinical consequences to the patient. The patient current condition was reported as ¿an excellent¿.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the coil and the pusher wire were returned within the introducer sheath. The coil was advanced from the introducer sheath. The coil lost its shape and the distal end of the coil was seen to be kinked. The coil had not fractured and was still attached to the delivery wire. No anomalies were noted to the pusher wire. Microscopic examination revealed that the distal end of the coil was stretched and not kinked as initially perceived by visual inspection. The form tip ball was round and smooth. No issues were noted to the detachment zone. There was no evidence of the coil breakage. Based on the investigation and information available the coil might have been stretched during an attempt to reposition the coil. Coil stretching is a procedural risk associated with the coiling procedure and noted in the labeling. Therefore, the most likely root cause of this event was determined related to operational context. Boston scientific has reviewed all information and determined this event no longer meets the requirement of a reportable event for the device in question.

Event description:
The coil was uneventfully advanced through the microcatheter to the basilar artery (ba) tip aneurysm. However, imaging revealed that the coil was "fractured or broken" as it reached the distal end of the catheter. The microcatheter and the coil were withdrawn as one unit. The physician stated that the visual inspection of the removed coil confirmed that the coil was broken. The procedure was completed using "a different coil". There were no reported clinical consequences to the patient. The patient current condition was reported as "an excellent".